Event description:
Procedure: partial hepatectomy. According to the reporter: when opening the package, the distal end of the paddle had been broken. Nrs found it before the procedure.

Manufacturer narrative:
(B)(4).